Event description:
It was reported to olympus, that the hd camera head had a bad image. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation, and the customer¿s allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the loss of image was unable to be identified.olympus will continue to monitor field performance for this device.